Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.2. Date: (B)(6) 2010, lab: 9.6. Pt reports not feeling well and going to the ER on (B)(6) 2010 with a bloody nose.

Manufacturer narrative:
Investigation pending.